Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 sample for investigation. The samples were evaluated by visual examination and the tube was observed with a trace of blood on the outer tube wall. Additionally, while examining the tube no defects were observed with cap/stopper assembly, that would result in the leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the stopper pops out of the tube and sample leakage. The following information was provided by the initial reporter: translated to english. "This is a report about separation of the cap resulting in blood splash. According to the customer's report, the cap of the tube was separated after blood collection, resulting in splash of blood. No blood exposure of individuals occurred."